Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history indicated that loss of cartridge detection had occurred. Loss of cartridge detection could not be duplicated during eval.